Event description:
Customer inquired if basal rate is reflected in the pump insulin. On board (iob). Reportedly, customer's blood glucose level was 191 mg/dl but going down. During troubleshooting with tandem technical support customer understood that iob would be shown if customer delivered a bolus; however, basal rate would not be reflected in iob.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.